Event description:
Additionally, the healthcare professional clarified that the juvéderm® volbella® xc was only injected under the eye, not the laugh lines or perioral lines. The juvéderm® vollure® xc was not injected in the undereye area; this product was injected in the glabella, laugh lines, and perioral lines.

Manufacturer narrative:
Additional data: date of event.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected with 1 ml of juvéderm® vollure® xc. Over 4 months later, the patient was injected in the lips with 0.55 ml of juvéderm® volbella® xc. Almost 2 months later, the patient was injected in the laugh lines, perioral lines, and undereye with 1 ml of juvéderm® vollure® xc. On the 6th month after the injection, the patient presented ¿several severe bouts of swelling¿ ¿partially near injection site¿, but also in the ¿whole face as well as throat¿. The patient made multiple emergency room visits since the date of onset, requiring treatment for swelling. The patient was ¿seen by derm and allergy doctors as well.¿ the patient is ¿still under their care, maintained on meds.¿ the patient made ¿ER visits for therapy with steroids[,] etc[.]¿. Currently maintained with daily allegra® and prn benadryl®. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00544 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00547 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® vollure® xc.